Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device was alarming for low flows related to the patient's hypertension. The device then had multiple pulsatility index events where the pump power was noted at 0w. The controller's date was reset at that time causing concern that there had been a controller fault. A technical services specialist reviewed the log files and found the low flow and pulsatility index events which appeared to be due to the patient's hypertension. There were no other unusual events in the log files, and no record of a controller fault, date reset, or pump power at 0w. The system monitor was replaced and there was no reoccurrence of the 0w pump power readings or system controller date reset.

Manufacturer narrative:
Section d4: the account stated that device serial number is unknown. Manufacturer investigation conclusion: the reported event of the system monitor displaying the pump power as ¿0.0¿ was confirmed. The system monitor (serial number unknown) was not returned for analysis; however, an image of the monitor¿s screen was provided, and the value ¿0.0¿ was observed under ¿pump power¿ throughout the observable portion of the patient¿s history. The provided log file was reviewed; however, no atypical events related to the monitor were observed, and pump power was never observed to be 0.0 mw (lowest observed value was 3.058 mw which is within a typical range). The pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system monitor was not provided. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d4 model number: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.